Event description:
Sales rep interrogated a 'lost to follow-up' pt who had not been seen in 1.5 years, and noticed that no 3 month auto cap reforms had been performed. He attempted a manual cap reform which ended with a message stating that it had been aborted and that the standard program needed to be downloaded to the device. This was unsuccessful. At this point the device could no longer be fully interrogated. Tech services instructed sales rep to notify attending physician that the device is no longer fully functional. Therefore, the pt needs device replacement as soon as possible.